Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion certified service technician was unable to verify the customer's reported issue during bench testing. Event trace review revealed multiple transducer fault 1 errors and transducer fault errors on (B)(6) 2015. The service technician replaced the solenoid manifold as a precaution. The ventilator passed all testing and met all carefusion manufacturer specifications.

Event description:
The customer reported model lap top ventilator 1150 displayed transducer faults. No further information was provided by the customer regarding patient involvement and at this time it is currently unknown.